Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa, common device name: intravascular administration set. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9301998, medical device expiration date: 2021-10-31, device manufacture date: 2019-12-04, medical device lot #: 9312480, medical device expiration date: 2021-10-31, device manufacture date: 2019-12-01." A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the arrow on safety feature is missing prior to use with a bd vacutainer® push button blood collection set. This occurred with 4 devices from batch # 9301998 and 16 with batch # 9312480. The following information was provided by the initial reporter: it is reported product is missing "arrow on retraction assembly".

Event description:
It was reported that the arrow on safety feature is missing prior to use with a bd vacutainer® push button blood collection set. This occurred with 4 devices from batch # 9301998 and 16 with batch # 9312480. The following information was provided by the initial reporter: it is reported product is missing "arrow on retraction assembly".

Manufacturer narrative:
H.6. Investigation: received fifteen (15) opened units from lot 9312480 and four (4) opened units from lot 9301998. None of the units have been retracted. All units have been opened. All four (4) units from lot 9301998 have faded arrows on the button. Twelve (12) units from lot 9312480 were found to have faded arrows on the button. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.